Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. ]visual examination of the returned product identified the liner was fractured prior to our lab receiving the product back. The device is deformed, gouged and has material wear. It was returned in 2 pieces and not all pieces were returned. Review of complaint history identified additional similar complaints for the head, stem, and liner, no additional similar complaints for the shell and neck, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item name: m/l taper with kinectiv technology femoral stem, item number: 00-7713-010-00, lot number :61304677, item name: kinectiv modular neck, item number: 00-7848-023-00, lot number: 61523923, item name: versys femoral head +0, item number:00-8018-036-02, lot number: 61522062, : cluster hole shell, item number: 00-6202-054-22, lot number: 61506328, item name: bone screw, item number: 00-6250-065-30, lot number: 61395965. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02165, 0002648920-2019-00516, 0001822565-2019-02214. Reported event was confirmed by review of operative notes. Preoperative reports note that the patient had incidences of near dislocations. During revision, a pseudotumor and osteolysis were noted. The acetabulum was found to be well-fixed and in a good position. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 8 years post-implantation due to pain, difficulty ambulating and pseudotumor. Revision operative reports noted adverse tissue reaction and osteolysis. The stem, head and liner components were removed and replaced. No additional information is available at this time.